Manufacturer narrative:
Pc (B)(4). Date sent: 02/13/2020. Only event year known: 2019. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the reason for removal of the linx device? On what date did the implant take place? What is the lot number for the linx device that was removed? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? Is the device available for return?

Event description:
It was reported that the doctor performed a linx explant on (B)(6) 2020. There were no other issues during the explant. No other information is known at this time. This is all the information known/available regarding this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device. The link length and tensile force were found to meet the applicable specifications. Overall, no conclusions can be made since the cause of the explant is unknown and the returned device seems to meet the specifications. The device lot number is unknown; therefore, the device history record could not be reviewed.